Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results. The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The sma connector was detached from the fiber body. Melting was observed at the end of the fiber body, where it joins the connector housing, indicating a likely fracture within the connector. The sma connector measured 4.3 cm and the fiber body measured 329.4 cm. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. When connected to the laser console, the following message was displayed: "applicator has been used 6 times." No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the sma connector was detached from the fiber body. Melting at the point of detachment was observed, indicating a fracture within the fiber connector, and leading to the reported complaint of overheating. Additionally, the exposed glass tip was observed to have normal degradation. It is likely that procedural handling of the fiber during use or reprocessing contributed to the fracture within the fiber connector, which resulted in the reported overheating and connector detachment. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) in the kidney performed on (B)(6) 2020. Reportedly the laser settings were 1200 millijoules and 18 hertz. According to the complainant, during the procedure, the fiber connector was broken down and a burnt smell was noted. Reportedly the fiber connector was hot to touch. Reportedly, there was no burn injury to the user or to the patient. Additionally, the laser fiber has been reprocessed 5 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Additional information received on november 26, 2020. Reportedly, the laser unit used was an auriga xl laser console.

Manufacturer narrative:
Block h2: block b5 has been updated with additional information received on november 26, 2020. Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 30, 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) in the kidney performed on (B)(6) 2020. Reportedly the laser settings were 1200 millijoules and 18 hertz. According to the complainant, during the procedure, the fiber connector was broken down and a burnt smell was noted. Reportedly the fiber connector was hot to touch. Reportedly, there was no burn injury to the user or to the patient. Additionally, the laser fiber has been reprocessed 5 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. Reportedly, the laser unit used was an auriga xl laser console.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) in the kidney performed on (B)(6) 2020. Reportedly the laser settings were 1200 millijoules and 18 hertz. According to the complainant, during the procedure, the fiber connector was broken down and a burnt smell was noted. Reportedly the fiber connector was hot to touch. Reportedly, there was no burn injury to the user or to the patient. Additionally, the laser fiber has been reprocessed 5 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.